Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, an in-house testing was performed with the in-house contour plus meter and in-house contour plus test strips using blood sample, which gave a satisfactory performance. The blood glucose readings obtained with the in-house testing were properly stored in the meter's memory. Additionally, the device history record was reviewed for the suspected contour plus meter with serial # (B)(6), and no manufacturing anomalies were found.

Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided. The device identifier # in section d4 was left blank as it could not be determined based on the available model #.

Event description:
An advocate called on behalf of the customer from mexico to report that their blood glucose readings were not being stored in the memory of the contour plus meter. There was no allegation of an adverse event. The advocate was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
UDI related data quality updates only: sections d1 (brand name), d4 (catalog # and lot #), and g4 (510k #) have been updated. The contour® plus meter does not have an expiration date. Therefore, no information was captured in section d4 (expiration date). The warranty period of the meter is 5 years from the date of the original purchase. Sku # (B)(6) of the contour® plus meter is only available in mexico; therefore, the UDI # is not applicable. Contour® plus meter is similar to the contour® next meter available in us market. Therefore, product code nbw and most recent 510 (k) # k191286 associated with the contour® next meter marketed in us were captured in sections d2b and g4 respectively. The device was distributed outside the us, therefore, no gudid information exists.